Event description:
Ous MDR - the patient's rv lead dislodged, which was confirmed via x-ray. ICD interrogation showed elevated thresholds. Rv lead was explanted and replaced by a new ICD lead. An explant date was not provided, but we were provided the dates of the patient's hospital stay; (B)(6) 2014 until (B)(6) 2014.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.